Event description:
This report was received from (B)(6). This is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of made mistake/touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy and extraneal viaflex therapies. During a call to baxter customer service, the following was reported. On an unreported date, the patient made mistake/touch contamination, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Dianeal and extraneal therapies were ongoing. The nurse reported that the peritonitis with (B)(6) was unrelated to dianeal and extraneal therapies and did not comment on or provide an opinion of causality for the event of made mistake/touch contamination reported by the consumer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis due to use error- poor aseptic technique was confirmed because the nurse indicated the patient had made a touch contamination mistake during therapy. A batch review was conducted on potentially associated lot number h11a05038 with no issues noted. Baxter will continue to monitor similar reports to determine if further actions are required.